Manufacturer narrative:
Unit passed displacement test and self test. Hardware low level failures confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received hardware low level failures. The customer¿s blood glucose level was 6.9 mmol/l. Self test was passed. Customer was able to rewind the insulin pump. Troubleshooting was not performed. The product will be returned for analysis.